Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a trial patient using an external neurostimulator (ens) system. It was reported that on (B)(6) 2018, in post-op after the stimulator trial, the patient had an increase in pain. It was confirmed the ens was off when the patient was having the pain. The patient then went to the emergency room on (B)(6) 2018 and was discharged on(B)(6) 2018. The patient was examined by their doctor who had confirmed the lead entry site had not sign of infection and looked good. An x-ray also was performed, which confirmed the leads had not migrated. It was noted the patient has a drug pump device and the doctor thinks the heightened post op pain is exaggerated because of the intrathecal dose the patient receives daily. The pain had resolved as of (B)(6) 2018. Additional information was received from the manufacturer representative. It was reported that the patient was admitted to the hospital from the ER and then discharged the next day on the (B)(6). No further complications were reported.